Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their advantage plus pass-thru alarmed for an internal fluid leak error in the right basin. When the employee acknowledged the alarm, the left basin door opened and "sprayed" disinfectant into the room subsequently contacting an employee's eyes. The employee sought treatment at the facility's emergency room.

Manufacturer narrative:
During following up with user facility personnel, it was unable to be confirmed if the employee subject of the reported event was wearing proper personal protective equipment. The operator manual states (pg.10), "wear personal protective equipment (ppe). Clothing, mask, gloves, and eye wear." A steris service technician arrived onsite following the reported event to inspect the advantage plus-pass thru. The technician inspected the unit and found that the left side basin spray arm pump was not operating properly. In addition, the technician found that a scope button was sitting in the lid channel of the left side basin. The scope button was obstructing the lid sensor which may have attributed to the left basin door opening during the time of the reported event. During the technician's inspection he was unable to find any issues with the right basin; no leaks were identified, and the reported alarm could not be duplicated. The technician replaced the spray arm pump, ran a test cycle and confirmed the unit to be operating to specifications and returned the unit to service. The advantage plus pass-thru is serviced and maintained by the user facility. No additional issues have been reported.